Event description:
It was reported that the drive support cap was protruded and sticking out. The blood glucose reading was over 300mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.